Event description:
After 16 months of implantation, this pacemaker was explanted because the guidant ventricular lead was showing an impedance >3000 ohms. In addition, there was no pacing or sensing present. It was reported that during the replacement surgery, the lead recorded a normal impedance, however, the physician decided to replace the whole system.